Event description:
On 21-may-2026, a sales representative reported via (B)(4) that an ar-9925ss syndesmosis tightrope pro implant experienced an issue during a procedure on 20-may-2026. During insertion, the tip of the inserter holding the button broke, and the button could not be reattached to the device. A replacement implant was opened and used to successfully complete the procedure. Additional information was received on 27-may-2026: the procedure being performed was an ankle fracture with syndesmosis fixation. The device tip was not recovered from the patient via x-ray and is believed to have fallen on the floor. The inserter tip and fragments were not found and not visualized on x-ray. The affected implant was removed. The case was completed using another ar-9925ss syndesmosis tightrope from the same lot number. No surgical delay or additional anesthesia was reported. No adverse patient effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.